Manufacturer narrative:
This report is submitted on september 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and pain with device use and was subsequently treated with a course of oral steroids in (B)(6) 2017 (specific date not reported) .

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device. The device has not been returned to the manufacturer. Should the device be returned, a supplementary report shall be submitted upon the completion of the device analysis.